Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The control voltage and the genlock voltage were adjusted. The power cord assembly and foot switch were replaced. The system was tested and operates as intended.

Event description:
The customer reported that when the 6600 system sits idle, it would lock up when trying to fluoro. No patient injury was reported.